Event description:
It was reported that a filter integrated argon plasma coagulation (fiapc) circumferential probe was used in a procedure to treat an arteriovenous malformation (avm) in the cecum of an elderly female patient. The account reported that the fiapc probe was damaged (i.e. The tip was extended and bent). Nevertheless, the circumferential probe was used and a perforation occurred. No further information on the patient was provided.

Manufacturer narrative:
The apc integrated filter circumferential probe was not returned to erbe for an evaluation. It is unknown as to when the fiapc probe was damaged or what caused the damage to the probe. Also, no determination could be made if the compromised fiapc probe caused or contributed to the patient incident (note: the probe was used to treat an avm in a very thin walled area). The account is being made aware of the findings. To further address the issue, the customer will be informed per the equipment's user manual as well as the notes on use (nou) not to use damaged product. Erbe USA, inc. Is not closing the file on this event.